Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio further evaluated the removed biphasic pcb assembly and observed that transistors q5 and q6 were both shorted, which caused the biphasic pcb to only have the ability to deliver a monophasic defibrillation shock.

Event description:
It was reported that during testing, the device would not deliver defibrillation energy. This device is a loaner device and was not involved with a patient at the time of the reported failure.